Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred with multiple cartridges. Reportedly, the pump was not outside the labeled altitude operating range. Additionally, it was reported that the pump reset unexpectedly. The customer's blood glucose was 134-162 mg/dl. Reportedly, a new cartridge was loaded, and insulin delivery was resumed.